Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that heartstart xl battery's useful life-time is finished. There was no reported pt involvement.